Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The backlight and the display of the pump were tested on the diagnostic test system and meet the specifications. Consumables: the adapter passed the optical inspection. The battery cover passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the used returned transfer set was visually inspected and tested for flow and tightness. The complaint describing a leaky on the luer cannot be verified. However an occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing erratic blood glucose level since beginning pump therapy with the infusion device. Patient stated his blood glucose levels have been between 50-400 mg/dl. Patient reported getting his blood glucose level under control by himself. Patient stated the infusion device delivers inaccurate insulin and doesn't work properly. Patient reported sometimes using his old infusion device. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.